Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During initial evaluation a rent was observed in length in the vicinity of the vulcanization dot, however microscopic examination of the edges of the rent revealed no indications of instrument damage. No other anomalies were discovered. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The most probable cause as stress concentration at the anterior vulcanized region of the shell. At this time is not possible to determine the origin of the yellow material observed. There is no evidence that the issue is related to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 275cc, catalog number 3501640, lot number 5576379. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc breast implant and experienced deflation on the right side. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 475cc, catalog number 3504754bc, lot number 7572827, serial number (B)(4) (l), serial number (B)(4) (r) on (B)(6) 2018.